Event description:
A surgeon indicated in the medical records that an unexpected postoperative refraction was also noted for the left eye of a patient bilaterally implanted. The patient was unable to wear glasses and the residual refractive error was intolerable for the patient. The iol was exchanged for the same model, different power iol. Post-exchange, the surgeon indicated in the records, that the patient had blurry vision and swollen, watery, and irritated eyes. There are three medical device reports associated with this event; this report is for the initial lens that was replaced. The events for the right eye have been previously reported in MDR 1119421-2010-00175. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/02/2010 by fax, and mail. A completed questionnaire has not been received. Medical records were received on 02/17/2010. (B) (4). (B) (4). (B) (4).